Event description:
The customer called to report that they were hospitalized for high bgs. Troubleshooting was performed. The pump passed the functional testing. However, the time on the pump was off by one hour. The customer stated that they received a manual injection with the same insulin and bgs did not go down. Assisted the customer to correct the time. Also, instructed the customer to change the set/site and the insulin.